Event description:
It was reported that a pump alarmed for a system error 345 while delivering medication to a pt (medication, programmed amount and delivery rate unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found the system error 345 was caused by a failed upstream sensor. Review of the device history log shows that the device did alarm for a system error 345. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions.